Event description:
It was reported that during aneurysm procedure the subject stent could not be separated from its wire while removing the system. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
H4 manufacturing date ¿ added h3 device evaluated by mfg ¿updated h3 summary attached - updated d4 expiration date - added d9 product available to stryker ¿ updated d9 returned to manufacturer on ¿updated due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the sdw (stent delivery wire) was returned inside an unknown microcatheter. The sdw was slightly kinked towards the distal. The tip of the microcatheter shaft was severely damaged. The sdw core wire was severely twisted/bent/kinked between the distal resheath bumper and the proximal marker band which had cause the resheath pad to bend excessively also. A section of the resheath pad was slightly torn, and the stent and introducer sheath were not returned. It is probable the sdw encountered a significant manipulation after placement to have caused such excessive damage. The damage to the sdw would have prevented the stent from detaching from the sdw. The tip of the microcatheter shaft was also severely damaged which most likely occurred during the two attempts at trying to recapture the damaged fds back into the microcatheter. During a functional inspection, the sdw was advanced through the microcatheter shaft without friction or resistance but it could not be retracted due to the damage to the sdw. The stent was not present inside the microcatheter. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The device failed to meet specification when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated the procedure name and indication for procedure was aneurysm. The anatomy location was left ica (internal carotid artery). There were no other known allergies and the patient has no known sensitivity to any drugs. The patient does not have a contraindication to antiplatelet or anticoagulation therapy. The problem occurred inside the patient. The patient outcome from the event was no serious injury. Physician assessment of the relationship of the event to the device is that it was related. The event was resolved by removing the device and the procedure was completed with another of the same device. The patient¿s anatomy was suitable for the procedure. The delivery catheter and pusher were purged with sterile saline and verify that fluid exits the end of the delivery catheter and pusher. The position of the delivery catheter was confirmed by visualizing the radiopaque markers. The position of the flow diverter implant was confirmed between the two marker bands. There was no resistance between the delivery catheter and the pusher. There was no resistance encountered during navigation of the flow diverter device to the target lesion and there was no resistance during advancement of the stent delivery system through the patient¿s anatomy. The stent was opened and placed appropriately. However, after placement, the stent could not be separated from its wire while removing the system. In the physician¿s opinion the cause of the reported issue was the stent. Two attempts were made to recapture the flow diverter back into the microcatheter but failed. An assignable cause of procedural factors will be assigned to the as reported ¿sdw stuck in stent¿ and as analyzed ¿stent deployed prematurely during retraction/re-sheathing¿, ¿sdw broken/fractured during use¿ and ¿sdw kinked/bent¿ as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that during aneurysm procedure the subject stent could not be separated from its wire while removing the system. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
The device is not available to the manufacturer.

Manufacturer narrative:
The device is not available to the manufacturer.